Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the sjm representative was unable to retrieve lead information of the reported lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (canada) experienced ineffective pain relief. Reprogramming was attempted to no avail. Subsequently, surgical intervention was undertaken to explant and replace the lead. Effective stimulation was restored post-operatively.